Manufacturer narrative:
(B)(4). The device was inadvertently disposed of following the explant procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the emergency room. The patient was in ventricular tachycardia (vt) at 220 beats per minute and was externally converted. Interrogation of the device revealed two messages. One indicated there was a shorted lead condition, the second indicated a charge time out occurred. Additionally, it was noted that the device was in a battery capacity depleted state. An invasive procedure was performed to replace the system. It was noted that the implantable defibrillation lead was fractured. The device was explanted and replaced. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.